Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified medication via a pump. After an unspecified length of time, the customer contact reported that at the end of the shift, the nurse entered the pt's room to clear the pump. At this time, it was reported that the nurse noted the clave port had separated from the semi rigid female adapter of the tubing set. The customer contact reported that an unspecified volume of solution leaked from the tubing set onto the pt's bed and a "minimal" amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse ot effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave port separated from the semi rigid female adapter. This was due to insufficient solvent application. This report represents all the information known by the reporter upon query by hospira personnel.